Event description:
It was reported that approximately 1 week following pump implant, the caller brought the patient to the emergency room (ER) because the implant site was swollen. Fluid was drained from around the pump and the patient was put on IV antibiotics for 3-4 days in the hospital. The issue had since cleared. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).